Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and the transmitter. The customer reported hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7841zn and mmt-7040a. Troubleshooting was not performed and the customer reported the pump and transmitter were not communicating as the devices had not been paired before/the transmitter serial number was intentionally removed from the pump/pairing was lost as the pump had been without battery for an extended period. This is intended behavior. The customer was assisted with pairing the transmitter to the pump. The customer requested to run a tester procedure for the transmitter and found the connector bridge was damaged. The customer reported blood at the site. No further patient complications were reported. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.